Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that while sleeping, two of her infusion sets came unattached with the cannula and tubing coming out completely. The patient had to change her infusion set. The site location was left hip and the pump was on right hip side. The infusion had been in use for 12 hours and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. The patient was unsure if there was any stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.